Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal end of the glass fiber exhibits signs of minimal usage; the fiber is broken within the fiber blue outer sheath, and detached at 2 feet and 9.5 inches from distal tip; the length of second piece including the connector is 9 feet and 3.5 inches; black discoloration was noted at near break location within blue jacket; the fiber appears bent and signs of slight melting at the locations of fracture; the fiber was tested with hene laser fixture, aim beam is visible at the break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that the fiber ¿broke at insertion point of scope¿ @ 500 joules and 12 hertz. Case was completed with a "365nm" fiber. Patient outcome: there was no report of harm to the patient.